Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (thailand) co., ltd. (Oth) for evaluation. Oth inspected the device and confirmed that the device shut down automatically a few seconds after it was turned on. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by the following: -power supply board failure -failure of video processing board device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to oth for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) co., ltd. And found that the device automatically restarted and shut down, about fifteen minutes after startup. There was no report of patient injury associated with the event.